Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. This issue is being investigated through CAPA. The label review found the labeling adequate for the use error in this complaint. The problem was confirmed, and the cause was a loose connection.

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240 (air in line), which occurred during use. The technical service representative (tsr) assisted the home patient (hp) and caregiver (cg) to cycle the power on hc. A system error 2367 followed. The tsr had cg cycle power on hc again. The hc went to press go to start prompt. The tsr advised the cg that hp would need to start over with all new supplies. The cg understood. During trouble shooting it was found the bag was not properly connected. The patient was involved but there was no patient injury or medical intervention reported.